Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2020. Customer¿s blood glucose value was above 600 mg/dl. Customer reported that the automode feature was not in use at the time of the event customer was treated for high blood glucose with overnight hospital stay. The device will not return for the analysis.